Manufacturer narrative:
H3: analysis found that the tip had broken off the shaft's distal end, which would have resulted in the reported event. The portion that became detached measured 0.454¿ from tip to break. Neither the inner or middle assemblies would spin freely by hand; they were binding and clicking in such a way that indicates internal spiral wrap damage. The extent of the spiral wrap damage would have been easily identified by manufacturing if the damage was present at those times. The extent of the spiral wrap damage would have been easily identified by manufacturing if the damage was present at those times. There was no evidence of improper manufacturing and therefore ruling it out as a likely cause. The information most likely indicates improper speed or direction of the blade caused damage to the inner spiral wrap, and the damage to the inner spiral wrap during use resulted in the damage to the middle spiral wrap causing the tip to become detached. The maximum recommended speed for this blade is 7,500 rpm in oscillating mode. Note ¿ additional dest ructive analysis was conducted; however, there was no other evidence to suggest another cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the blade's distal tip broke off in the patient's sinus cavity and had to be removed with forceps during sinus surgery. The procedure was extended to 4 minutes. This was the initial use of the blade. The procedure was completed with backup product(s). There was no patient injury.